Event description:
Recently my health care provider switched me to the new medtronic enlite glucose sensors. I went through medtronic's training program and then started to use the new sensors instead of the soft sensor. The new sensors are supposed to be good for 6 days of use, but after 3 days I got an end of sensor message. I spent several hours on the phone (mostly on hold) with medtronic and was informed that there is currently only one pump that the enlite sensor is approved for use with and that is the 530g. The person I talked with at medtronic did volunteer that they had many calls since the launch of the enlite and there was a common problem of health care providers not being given the correct information and unhappy pump users. Further I was told that since prescribing of the enlite for use with my 723 pump was "off label" and so they would not accept the sensors for exchange for soft sensors. I have contacted my hcp and advised them of this, but medtronic needs to address this issue. (B)(6).